Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it had been determined that the station would not power on. A field service engineer (fse) had confirmed that the pyixbus module controller and the drawer controller board on auxiliary cabinet drawer 3 2 were faulty. The fse then replaced the pyixbus module controller and the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not powering on. User tried unplugging and plugging back in but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.